Manufacturer narrative:
Date of initial report: 2017-05-23. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would not open after application to tissue. The clamp was slid off of the tissue so that it could be removed.